Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug watertight seal failure and poor electrical contact. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed error 216 (scope communication error code), and the picture kept cutting out. The issue occurred during setup/inspection for use (i.e., during room setup or prior to the patient entering the room). There were no reports of patient involvement.